Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The reporter stated that the patient was with the nasal tube (nj) (zonda) at the hospital, for titration, and the titration went well without any respiratory complications at all. After 4 days of titration the patient was released to her home, and the tube was thrown into the garbage . There was a respiratory problem that is not clear whether it is related to the tube or not, the patient returned to the hospital and was x-rayed, pneumothorax was found, the patient was treated and then released back home .

Manufacturer narrative:
Event occurred in (B)(6). Initial reporter and facility has been requested. Additional information will be forwarded if received. If information is provided in the future, a supplemental report will be issued.

Event description:
The reporter stated that after a female patient returned to the hospital because of respiratory deterioration. The patient underwent an x-ray and pneumothorax was found. The patient was treated and was released home. The reporter stated that pneumothorax was suspected to be a result of the insertion of the feeding tube before the titration.

Manufacturer narrative:
Samples were not received for the investigation. A device history record review could not be performed because a lot number was not received with the complaint. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Because a sample was not returned, we were unable to perform a follow up investigation to include functional and visual evaluations to confirm the complaint and root cause analysis. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. If the sample is received, the complaint will be reopened for investigation. This complaint will be used for tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.